Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that post implant there were no leaking issues, but since then had "two or three" urinary tract infections (uti) with urinary frequency and "burning." The patient saw her health care provider (hcp) on (B)(6) 2012 and the most recent uti was "cleared up." The patient no longer had any "burning sensation." It was also reported that the patient was able to make adjustments with her programmer, but after the stimulation sensation went away. The patient was to document her settings and symptoms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v734526, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).